Event description:
It was reported that, during surgery, the drill bit got jammed in the 2.0/2.7mm double-ended drill guide, but when reversing the drill the 2.0/2.7mm double-ended drill guide came apart. No force were applied. No parts were left inside the patient. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned double-ended drill guide confirms a drill bit is stuck in the 2.0mm side of the device. Also the 2.0mm side of the device broke off. All pieces of the device were returned for evaluation. This device exhibits signs of significant wear/usage. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A medical investigation was conducted and confirms per the complaint, no further information is available, therefore, a thorough investigation cannot be rendered nor can the clinical root cause be determined. Based on the information provided, no force was applied, and no parts were left inside of the patient. According to the report, the procedure was completed, without delay, using a s+n back-up device. Since it was reported the patient was not harmed, no further clinical/medical assessment is warranted at this time. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.